Event description:
Same case as 2134265-2014-08305, 2134265-2014-08399. It was reported that automatic pullback failure occurred. During percutaneous transluminal coronary angioplasty (ptca), intravascular ultrasound (ivus) was performed. A motor drive unit was used in conjunction with icross¿ imaging catheter to view an unspecified target lesion. During procedure, it was noted that it was unable to perform automatic pullback. No patient's complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).